Manufacturer narrative:
Updated investigation coding and become aware date to 10/10/2025 based on re-evaluation of source system information.

Event description:
It has been reported that the device is failing self-test.